Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. The event of covid-19 infection (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the zygomatic arch with 3 syringes of juvéderm voluma® xc. Two weeks later, the patient was diagnosed with covid-19, deemed not device related. The patient presented with ¿nodules¿ at the injection sites up to the right-side eye area and around the mouth. Another health professional treated the patient with hylenex. The event of nodules resolved.